Manufacturer narrative:
Patient: age (years): 73.1 ± 9.1 patient: gender: 28 (52%) female patient weight: information unknown/ not provided. Date of event: exact dates not provided, article acceptance date is 12 may 2021. Lot number: information unknown / not provided. Expiration date: information unknown, as the lot number was not provided. UDI number: UDI number is unknown, as the lot number was not provided. If implanted, give date: not applicable as healon gv is not an implantable device. If explanted, give date: not applicable as healon gv is not an implantable device; therefore, it was not explanted. Phone number, email address, establishment address : information unknown / not provided. Device manufacture date: unknown, as the lot number was not provided. Device evaluation: the product testing could not be performed as the product was not returned. Therefore, a failure analysis of the complaint device cannot be completed. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the lot number of the complaint product is unknown. Since the lot number is unknown, the complaint history review could not be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Citation: gillmann, k., aref, a., niegowski, j., l., baumgartner, jm., combined ab interno viscocanaloplasty (abic) in open-angle glaucoma: 12-month outcomes. (2021). International ophthalmology volume 41, pp.3295¿3301. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: combined ab interno viscocanaloplasty (abic) in open-angle glaucoma: 12-month outcomes. A retrospective study was done to analyze the safety profile and efficacy of ab interno viscocanaloplasty (abic) through 12 months post-operatively. A total of 41 open-angle glaucoma patients (n=54 eyes) were included in the study, which involved the catheterization of schlemm¿s canal with a flexible microcatheter that is subsequently withdrawn while compressed healon gv was steadily injected to viscodilate the canal. Intraoperative complications included: descemet membrane detachment (n=2 eyes). Iris trauma (n=1 eye). Postoperative complications included: intraocular pressure (iop) spikes (n=12 eyes). Self-resolving endothelial blood stain (n=1 eye). Iris atrophy (n=1 eye). Fibrin plug (n=1 eye). Additional glaucoma surgery (n=7 eyes). All cases considered as surgical failure (n=19 eyes) were all due to uncontrolled iop with some requiring filtering surgery (n=7 eyes). No further interventions were reported. No further information has been provided.